Event description:
It was reported that the right ventricular lead had no capture, low impedance, apparent conductor fracture, and sensing difficulty. It was also reported that the lead had dislodged. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.